Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, placement difficulty was experienced with this passive fix right atrial (ra) lead. When the lead was finally able to be secured, the pacing threshold measurements were high and no capture was observed at an output of 5v. The lead was removed, and an active fixation model was implanted with good threshold values to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, placement difficulty was experienced with this passive fix right atrial (ra) lead. When the lead was finally able to be secured, the pacing threshold measurements were high and no capture was observed at an output of 5v. The lead was removed, and an active fixation model was implanted with good threshold values to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found deformed conductor coils at 315mm from the terminal pin. A stylet was able to be inserted in the lead without resistance, confirming no blockage was present. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing threshold measurements and failure to capture that were observed during the implant procedure.